Manufacturer narrative:
(B)(4). There was no allegation against fresenius products. The e coli peritonitis is unlikely caused by fresenius peritoneal dialysis products and likely due to bowel hygiene issues. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
During a follow-up with the peritoneal dialysis (pd) patient¿s nurse, it was reported that the patient had been in general health decline since their admission on (B)(6) 2016 for escherichia coli peritonitis. The nurse reported that this was due to bowel translocation of bacteria. The patient received treatment with antibiotics (specific antibiotics unknown) via an intra-peritoneal route (ip) with the last dose on (B)(6) 2016. The patient was discharged to a rehabilitation facility on (B)(6) 2016, where they continued pd during this time. On (B)(6) 2016, the patient was readmitted for repeat peritonitis and was treated again with antibiotics, and a recommendation that the pd catheter be removed. The patient and their family refused. The patient was becoming very weak, was not eating, and decided to return home; the patient¿s wife was consequently trained on administering anti-biotics via an ip route. At home the patient continued to get weaker, and became anorexic. The patient had a couple of days history of nausea and vomiting, and during a home visit on (B)(6) 2016, the nurse tried to get a prescription for zofran. During the nurse's visit, they found the patient's saturated o2 level was 76% on room air. The nurse felt that the patient could have aspirated, and might also have some aspiration pneumonia, and called emergency services. When the patient arrived at the hospital, they were in full cardiac arrest. The patient died the following day, (B)(6) 2016, due to unknown causes.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow-up with the peritoneal dialysis (pd) patient¿s nurse, it was reported that the patient had been in general health decline since their admission on (B)(6) 2016 for escherichia coli peritonitis. The nurse reported that this was due to bowel translocation of bacteria. The patient received treatment with antibiotics (specific antibiotics unknown) via an intra-peritoneal route (ip) with the last dose on (B)(6) 2016. The patient was discharged to a rehabilitation facility on (B)(6) 2016, where they continued pd during this time. On (B)(6) 2016, the patient was readmitted for repeat peritonitis and was treated again with antibiotics, and a recommendation that the pd catheter be removed. The patient and their family refused. The patient was becoming very weak, was not eating, and decided to return home; the patient¿s wife was consequently trained on administering anti-biotics via an ip route. At home the patient continued to get weaker, and became anorexic. The patient had a couple of days history of nausea and vomiting, and during a home visit on (B)(6) 2016, the nurse tried to get a prescription for zofran. During the nurse's visit, they found the patient's saturated o2 level was 76% on room air. The nurse felt that the patient could have aspirated, and might also have some aspiration pneumonia, and called emergency services. When the patient arrived at the hospital, they were in full cardiac arrest. The patient died the following day, (B)(6) 2016, due to unknown causes.